Event description:
As reported to microvention: ¿stent was deployed in an ica, with the distal end landing near the terminus and the proximal end landing shortly past the pcomm aneurysm. Stent was resheat[h]ed once to advance it more distal throughout the procedure. Upon deployment, the pusher wire was removed and an angiographic contrast run showed immediate slowdown of filling into the a1, as well as con[trast] stasis in the ica proximal to the stent. [A] CT showed a funnel shaped clot formation in the proximal end of the stent, right where the two layers meet. [Anti-clotting medication] was given. We crossed the fred with a [microcatheter] and placed [a non-mvi] stent in the fred. We then crossed the two stents with a [balloon catheter] and attempted to angioplasty the stents together. We noticed extravasation of blood, most likely from the aneurysm. [Anti-clotting medication] stopped and antithrombotic therapy reversed. Minimal improvement with blood flow throughout the stent. Patient was on [dual antiplatelet therapy]. Aneurysm ruptured. Patient later passed away.¿ additional information reported to microvention: ¿measurements: - pcomm aneurysm approx. 5 mm in size - distal to the aneurysm: 3.7 mm - proximal: 4.0 mm - length measured for device landing zone: 16 mm the physician chose to use a fred device for this elective pcomm aneurysm treatment. He has experience with the device []. The device was first partially opened up in the m1 (the distal flared ends only) and was dragged down to the ica terminus. It was then unsheathed out with slight forward tension until the device was approx. 50% deployed. At this point, we determined that we needed more coverage distal to the aneurysm and so the physicians resheathed the device and advanced it 2-3 mm more distal and began deploying again. At approx. 80% deployed, we did an angiographic run and it looked well placed. The physician proceeded to unsheathe the remainder of the device and completely open it. It opened without issue, and they pulled out the pusher wire. First angiographic run immediately showed slow flow into the a1, the aneurysm not filling anymore, and flow disruption throughout the stent (similar to an endoleak). There was also a visible ¿white line¿ at the proximal end of the stent where the two layers meet. [] CT showed funnel-shaped clot formation similar to that of fish-mouthing. [Anti-clotting medication] was given to the patient. The patient was already on dapt []. The physicians attempted to cross the stent with the wire, and at one point the wire went into the aneurysm. Angiographic runs showed a contrast blush near the aneurysm, indicative of blood extravasation. The physicians were able to cross the stent with a [microcatheter] and decided to place [a non-mvi] stent, hoping to pin open the internal layer of the stent. The [non-mvi] stent was longer than the fred and was placed in the m1 down to past the proximal end of the fred. Further [] CT showed pin-hole like clot formation in the stent, as if the [non-mvi] stent did not open the channel for blood flow. []. We crossed the proximal end of the stent with a [balloon catheter] and inflated the balloon, which inflated well. We inflated the balloon in the proximal half of the stent. The ¿white line¿ remained during further angiographic runs. We crossed the stent again and coiled the aneurysm to protect it further prior to stopping antiplatelet therapy. Patient was transferred to ICU. The patient¿s family refused decompression surgery, and the patient will be transferred to palliative care.¿

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot further examine any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review: ¿potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. ¿ allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure ¿ blindness ¿ complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves ¿ cranial neuropathy ¿ death ¿ device fracture, migration or misplacement ¿ dissection or perforation of the parent artery ¿ headache ¿ hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)) ¿ infection ¿ mass effect ¿ neurological deficits ¿ reactions to anti-platelet/anti-coagulant agents ¿ reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia) ¿ reactions to anesthesia and related procedures ¿ reactions to contrast agents including allergic reactions and kidney failure ¿ rupture of the aneurysm ¿ stenosis of stented segment ¿ seizure ¿ stent thrombosis ¿ stroke or tia (transient ischemic attack) ¿ thromboembolic event ¿ vasospasm ¿ visual impairment warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use (¿)12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. (¿)15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. (¿)19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.¿ procedure/medical information review: imaging review, md: five radiographic files are submitted. They are all videos. Video 01: 12-second video of left ica ap dsa, subtracted, with contrast. There is a short unsubtracted segment at the beginning; it shows that the outer layer of the fred is well-opened. The inner proximal braid is not completely open. With contrast. There is a v-shaped linear filling defect/shadow at the proximal part of the fred, which represents the partially opened inner braided layer, with a ¿fish-mouth¿ appearance. The fred extends from just below the ophthalmic artery to the distal ica terminus/proximal m1 segment of the mca; the spanned segment is almost straight, not tortuous. There is probably some flow impairment to the a1/a2 segment, with somewhat delayed filling of the a2. Video 02: 4-second video that shows the same as video 1. Videos 1 and 2 show extravasation of contrast material from the small to medium left pcom aneurysm, indicating aneurysm rupture. Video 03: 12-second video of a sagittal flat plate cta that shows the same fish-mouthing of the proximal inner layer as demonstrated in the first two videos. Video 04: 11-second video of a sagittal flat plate cta that shows the same fish-mouthing of the proximal inner layer as demonstrated in the prior videos. Video 05: 9-second video of a sagittal flat plate cta that shows the same fish-mouthing of the proximal inner layer as demonstrated in the prior videos. These videos do not explain why the proximal inner braid of the fred did not open fully and did not act in unison with the outer layer. Review of supplemental imaging provided, md: eight additional still images were found embedded in a pdf file. They are not labeled as to date or time. Initial image of the stent deployed: lateral left cca subtracted roadmap with contrast. A guide catheter is seen in the distal left cervical ica. A fred device is faintly seen as a subtraction artifact, spanning from just distal to the ophthalmic artery to the ica terminus/proximal mca m1 segment. The delivery microcatheter tip is seen in the mid ica siphon. There is an abrupt cut off of contrast where the left a1 meets the a2, caused by the slight impaired flow from the stent described in a prior video. Angiographic run of the initial stent deployment: left ica ap dsa, subtracted, with contrast, early arterial phase. There is a v-shaped linear filling defect/shadow at the proximal part of the fred, which represents the partially opened inner braided layer, with a ¿fish-mouth¿ appearance. The fred extends from just below the ophthalmic artery to the distal ica terminus/proximal m1 segment of the mca; the spanned segment is almost straight, not tortuous. Another image of initial deployment: left ica ap dsa, subtracted, with contrast, mid arterial phase. There is a v-shaped linear filling defect/shadow at the proximal part of the fred, which represents the partially opened inner braided layer, with a ¿fish-mouth¿ appearance. The fred extends from just below the ophthalmic artery to the distal ica terminus/proximal m1 segment of the mca; the spanned segment is almost straight, not tortuous. There is an abrupt cut off of contrast where the left a1 meets the a2, caused by the slight impaired flow from the stent described in a prior video. Some extravasated contrast material is seen by the pcom aneurysm, indicating rupture/perforation of the aneurysm. Vasoct image of the proximal end of the stent: sagittal flat plate cta (vaso CT) with contrast that shows the same fish-mouthing and separation of the proximal inner from the outer layer as demonstrated in the first two prior videos, seen longitudinally. Cross-section vasoct image of the proximal end of the stent: sagittal flat plate cta (vaso CT) with contrast that shows the same fish-mouthing and separation of the proximal inner from the outer layer as demonstrated in the first two prior videos, seen in cross section. Run after the vasoct, contrast stasis in the ica proximal to the stent: left lateral ica subtracted dsa, with contrast, early arterial phase. Good contrast filling of the petrous and cavernous ica. Poor contrast filling of supraclinoid ica. The fred is faintly seen. The ophthalmic artery fills. Again, some extravasated contrast material is seen by the pcom aneurysm, indicating rupture/perforation of the aneurysm. Image of the stent: single shot unsubtracted lateral radiograph, no contrast, magnified and cropped. The fred is seen. This is not an image that allows to demonstrate the proximal incomplete opening of the fred. Vasoct after atlas deployment: sagittal flat plate cta (vaso CT) with contrast. Because of the slice being displayed, I cannot make specific comments about the positions of the fred and the atlas relative to each other. These images again do not explain why the proximal inner layer of the fred behaved the way it did, with separation from the outer layer and fish-mouthing. These videos and images confirm that the proximal inner layer of the fred separated from the outer layer; however, they do not explain why the proximal inner braid of the fred did not open fully and did not act in unison with the outer layer. Without the return and physical evaluation of the device, the investigation cannot further evaluate if a condition existed that would have caused or contributed to the reported event. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Microvention objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from foreign health authority. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Microvention objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: ¿stent was deployed in an ica, with the distal end landing near the terminus and the proximal end landing shortly past the pcomm aneurysm. Stent was resheat[h]ed once to advance it more distal throughout the procedure. Upon deployment, the pusher wire was removed and an angiographic contrast run showed immediate slowdown of filling into the a1, as well as con[trast] stasis in the ica proximal to the stent. [A] CT showed a funnel shaped clot formation in the proximal end of the stent, right where the two layers meet. [Eptifibatide] was given. We crossed the fred with a [microcatheter] and placed [a non-mvi] stent in the fred. We then crossed the two stents with a [balloon catheter] and attempted to angioplasty the stents together. We noticed extravasation of blood, most likely from the aneurysm. [Eptifibatide] stopped and antithrombotic therapy reversed. Minimal improvement with blood flow throughout the stent. Patient was on [dual antiplatelet therapy]. Aneurysm ruptured. Patient later passed away.¿ ¿measurements: pcomm aneurysm approx. 5 mm in size, distal to the aneurysm: 3.7 mm, proximal: 4.0 mm, length measured for device landing zone: 16 mm. The physician chose to use a fred device for this elective pcomm aneurysm treatment. He has experience with the device []. The device was first partially opened up in the m1 (the distal flared ends only), and was dragged down to the ica terminus. It was then unsheathed out with slight forward tension until the device was approx. 50% deployed. At this point, we determined that we needed more coverage distal to the aneurysm and so the physicians resheathed the device and advanced it 2-3 mm more distal and began deploying again. At approx. 80% deployed, we did an angiographic run and it looked well placed. The physician proceeded to unsheathe the remainder of the device and completely open it. It opened without issue, and they pulled out the pusher wire. First angiographic run immediately showed slow flow into the a1, the aneurysm not filling anymore, and flow disruption throughout the stent (similar to an endoleak). There was also a visible ¿white line¿ at the proximal end of the stent where the two layers meet. [] CT showed funnel-shaped clot formation similar to that of fish-mouthing. [Eptifibatide] was given to the patient. The patient was already on dapt []. The physicians attempted to cross the stent with the wire, and at one point the wire went into the aneurysm. Angiographic runs showed a contrast blush near the aneurysm, indicative of blood extravasation. The physicians were able to cross the stent with a [microcatheter], and decided to place [a non-mvi] stent, hoping to pin open the internal layer of the stent. The [non-mvi] stent was longer than the fred and was placed in the m1 down to past the proximal end of the fred. Further []CT showed pin-hole like clot formation in the stent, as if the [non-mvi] stent did not open the channel for blood flow.[]. We crossed the proximal end of the stent with a [balloon catheter] and inflated the balloon, which inflated well. We inflated the balloon in the proximal half of the stent. The ¿white line¿ remained during further angiographic runs. We crossed the stent again and coiled the aneurysm to protect it further prior to stopping antiplatelet therapy. Patient was transferred to ICU. The patient¿s family refused decompression surgery, and the patient will be transferred to palliative care.¿ as reported to microvention by foreign health authority: "patient had a serious harm due to disruption of two layers of stent- patient had a major stroke and raised icp and resulting in fatality afterwards. Deceased [ ] the patient was booked for flow diversion of the left pcom artery aneurysm. Patient was on dual antiplatelets (asa81 mg daily and clopidogrel 75 mg daily). The procedure was completed in 40 minutes and the deployment of fred device (microvention) was performed. The whole process was uneventful and there were no difficulties encountered during the deployment of the stent. However after the deployment in the post procedure check runs we could see the inner layer of the stent(fred stent) detached from the outer layer and causing obstruction. We immediately did the runs from the other side to look for cross circulation. We then performed multiple angiographic runs and vaso CT to look for any clot formation. However we could clearly see that the inner layer of the stent was separated from the outer layer and was causing ongoing flow compromise. We started on bolus dose of eptifibatide and followed by the bolus dose we started the infusion. The dosage was calculated based on her body weight. After the eptifibatide infusion, the slowness of flow in left anterior cerebral artery improved and the flow was restored. Then we tried to salvage the ongoing device malfunction with the help of another stent. We used an [non-mvi] stent measuring 4.5 mm in diameter to go through the previously deployed fred stent and we tried to push the inner layer back towards the outer wall of the stent and reestablish the lumen patency. Thereafter we also did balloon angioplasty with the help of [a balloon catheter] to make sure that we tack up the inner layer of the stent to the outer wall of the stent which clearly now will separated into 2 layers. The angioplasty was performed and the flow runs were reasonably satisfactory although there was some slowness in the flow. There was also some contrast extravasation near the cavernous sinus during this process. We went on to coil the aneurysm to prevent any possibility of hemorrhage coming from aneurysm. Then we reversed the heparin with 30 mg of protamine but stopped the infusion of eptifibatide. She remained intubated and we took out all the catheters and took her for CT scan under same anesthesia. The CT scan showed contrast extravasation but minimal amount of hemorrhage. There was no major hydrocephalus and hence there was no need for evd. Thereafter we restarted the eptifibatide infusion and loaded her with ticagrelor 180 mg twice a day. During this period, she remained hemodynamically stable except for mild increase in blood pressure when there was an ongoing obstruction to the blood flow on the right side. Her pupils were reacting equally bilaterally throughout the procedure. The family was updated about the intraoperative events in details. She was then transferred to ICU where she remained hemodynamically stable. Her vitals were normal . In the evening she was showing signs of right sided hemiparesis and was moving her left side well. Then we repeated her CT angiogram in the evening which showed patency of the ica with flow in the left aca / mca . However it looked suboptimal with early evidence of hypoattenuation in the left cerebral hemisphere suggestive of large stroke in evolution. There was no herniation syndrome identified and there was no hydrocephalus. Contrast was seen in the brain but the dual energy scan showed mild increase in hemorrhage." We continued the course and we asked to repeat a scan early in the morning. The CT in morning showed similar picture. No herniation or hydrocephalus was seen but there were signs of diffuse cerebral edema. We gave an option of decompression to the family and resident body and myself spoke to the patient. Due to the involvement of left sided hemisphere , and poor quality of life after, family declined any neurosurgical intervention. ICU care and medical management of raised icp was to be continued as before."

Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot further examine any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review: ¿potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of the neurovascular flow diverters. ¿ allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure. ¿ blindness. ¿ complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves. ¿ cranial neuropathy. ¿ death. ¿ device fracture, migration or misplacement. ¿ dissection or perforation of the parent artery. ¿ headache. ¿ hemorrhage (i.e., intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), retroperitoneal (or in other locations)). ¿ infection. ¿ mass effect. ¿ neurological deficits. ¿ reactions to anti-platelet/anti-coagulant agents. ¿ reactions due to radiation exposure (i.e., alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, delayed neoplasia). ¿ reactions to anesthesia and related procedures. ¿ reactions to contrast agents including allergic reactions and kidney failure. ¿ rupture of the aneurysm. ¿ stenosis of stented segment. ¿ seizure. ¿ stent thrombosis. ¿ stroke or tia (transient ischemic attack). ¿ thromboembolic event. Vasospasm. ¿ visual impairment. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred 27-system should only be delivered through a headway® 27 microcatheter and the fred 21-system should only be delivered through a headway® 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions: exercise caution when crossing the deployed/detached fred system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: (¿)12. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred system. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. (¿)15. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheathe the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred system must not be re-deployed more than three times. 17. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred system will expand and may foreshorten up to 61% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. Warning: if applicable, observe fred system marker position during coiling procedure to ensure that the device does not migrate. (¿)19. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred implant. 21. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.¿ procedure/medical information review: imaging review, md: five radiographic files are submitted. They are all videos. Video 01: 12-second video of left ica ap dsa, subtracted, with contrast. There is a short unsubtracted segment at the beginning; it shows that the outer layer of the fred is well-opened. The inner proximal braid is not completely open. With contrast. There is a v-shaped linear filling defect/shadow at the proximal part of the fred, which represents the partially opened inner braided layer, with a ¿fish-mouth¿ appearance. The fred extends from just below the ophthalmic artery to the distal ica terminus/proximal m1 segment of the mca; the spanned segment is almost straight, not tortuous. There is probably some flow impairment to the a1/a2 segment, with somewhat delayed filling of the a2. Video 02: 4-second video that shows the same as video 1. Videos 1 and 2 show extravasation of contrast material from the small to medium left pcom aneurysm, indicating aneurysm rupture. Video 03: 12-second video of a sagittal flat plate cta that shows the same fish-mouthing of the proximal inner layer as demonstrated in the first two videos. Video 04: 11-second video of a sagittal flat plate cta that shows the same fish-mouthing of the proximal inner layer as demonstrated in the prior videos. Video 05: 9-second video of a sagittal flat plate cta that shows the same fish-mouthing of the proximal inner layer as demonstrated in the prior videos. These videos do not explain why the proximal inner braid of the fred did not open fully and did not act in unison with the outer layer. Review of supplemental imaging provided, md: eight additional still images were found embedded in a pdf file. They are not labeled as to date or time. Initial image of the stent deployed: lateral left cca subtracted roadmap with contrast. A guide catheter is seen in the distal left cervical ica. A fred device is faintly seen as a subtraction artifact, spanning from just distal to the ophthalmic artery to the ica terminus/proximal mca m1 segment. The delivery microcatheter tip is seen in the mid ica siphon. There is an abrupt cut off of contrast where the left a1 meets the a2, caused by the slight impaired flow from the stent described in a prior video. Angiographic run of the initial stent deployment: left ica ap dsa, subtracted, with contrast, early arterial phase. There is a v-shaped linear filling defect/shadow at the proximal part of the fred, which represents the partially opened inner braided layer, with a ¿fish-mouth¿ appearance. The fred extends from just below the ophthalmic artery to the distal ica terminus/proximal m1 segment of the mca; the spanned segment is almost straight, not tortuous. Another image of initial deployment: left ica ap dsa, subtracted, with contrast, mid arterial phase. There is a v-shaped linear filling defect/shadow at the proximal part of the fred, which represents the partially opened inner braided layer, with a ¿fish-mouth¿ appearance. The fred extends from just below the ophthalmic artery to the distal ica terminus/proximal m1 segment of the mca; the spanned segment is almost straight, not tortuous. There is an abrupt cut off of contrast where the left a1 meets the a2, caused by the slight impaired flow from the stent described in a prior video. Some extravasated contrast material is seen by the pcom aneurysm, indicating rupture/perforation of the aneurysm. Vasoct image of the proximal end of the stent: sagittal flat plate cta (vaso CT) with contrast that shows the same fish-mouthing and separation of the proximal inner from the outer layer as demonstrated in the first two prior videos, seen longitudinally. Cross-section vasoct image of the proximal end of the stent: sagittal flat plate cta (vaso CT) with contrast that shows the same fish-mouthing and separation of the proximal inner from the outer layer as demonstrated in the first two prior videos, seen in cross section. Run after the vasoct, contrast stasis in the ica proximal to the stent: left lateral ica subtracted dsa, with contrast, early arterial phase. Good contrast filling of the petrous and cavernous ica. Poor contrast filling of supraclinoid ica. The fred is faintly seen. The ophthalmic artery fills. Again, some extravasated contrast material is seen by the pcom aneurysm, indicating rupture/perforation of the aneurysm. Image of the stent: single shot unsubtracted lateral radiograph, no contrast, magnified and cropped. The fred is seen. This is not an image that allows to demonstrate the proximal incomplete opening of the fred. Vasoct after atlas deployment: sagittal flat plate cta (vaso CT) with contrast. Because of the slice being displayed, I cannot make specific comments about the positions of the fred and the atlas relative to each other. These images again do not explain why the proximal inner layer of the fred behaved the way it did, with separation from the outer layer and fish-mouthing. These videos and images confirm that the proximal inner layer of the fred separated from the outer layer; however, they do not explain why the proximal inner braid of the fred did not open fully and did not act in unison with the outer layer. Medical report review, dpm - doctor of podiatric medicine and surgery: a detailed medical review of the operative report was performed. As reported, a fred device was selected for the treatment of a posterior communicating artery aneurysm. On the same day as the performance of the procedure, data reviewed indicates that the physician reported that the selected fred device was fully deployed and opened without issue. First angiographic run immediately showed slow flow into the a1, the aneurysm not filling anymore, and flow disruption throughout the stent was reported. Vasoct showed funnel-shaped clot formation similar to that of fish-mouthing. Patient received treatment with [eptifibatide]. Physicians attempted to cross the stent with the wire, with operative physician reporting that, at one point, the wire went into the aneurysm. Physician coiled the aneurysm to protect it with patient transported to ICU. Based on the review of the data and in my professional opinion, medical review of operative report data does not clarify why the vasoct showed a funnel-shaped clot formation or its relation to the fred device. Conclusion: without the return and physical evaluation of the device, the investigation cannot further evaluate if a condition existed that would have caused or contributed to the reported event. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Microvention objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: ¿stent was deployed in an ica, with the distal end landing near the terminus and the proximal end landing shortly past the pcomm aneurysm. Stent was resheat[h]ed once to advance it more distal throughout the procedure. Upon deployment, the pusher wire was removed and an angiographic contrast run showed immediate slowdown of filling into the a1, as well as con[trast] stasis in the ica proximal to the stent. [A] CT showed a funnel shaped clot formation in the proximal end of the stent, right where the two layers meet. [Eptifibatide] was given. We crossed the fred with a [microcatheter] and placed [a non-mvi] stent in the fred. We then crossed the two stents with a [balloon catheter] and attempted to angioplasty the stents together. We noticed extravasation of blood, most likely from the aneurysm. [Eptifibatide] stopped and antithrombotic therapy reversed. Minimal improvement with blood flow throughout the stent. Patient was on [dual antiplatelet therapy]. Aneurysm ruptured. Patient later passed away.¿ ¿measurements: - pcomm aneurysm approx. 5 mm in size - distal to the aneurysm: 3.7 mm - proximal: 4.0 mm - length measured for device landing zone: 16 mm the physician chose to use a fred device for this elective pcomm aneurysm treatment. He has experience with the device []. The device was first partially opened up in the m1 (the distal flared ends only) and was dragged down to the ica terminus. It was then unsheathed out with slight forward tension until the device was approx. 50% deployed. At this point, we determined that we needed more coverage distal to the aneurysm and so the physicians resheathed the device and advanced it 2-3 mm more distal and began deploying again. At approx. 80% deployed, we did an angiographic run and it looked well placed. The physician proceeded to unsheathe the remainder of the device and completely open it. It opened without issue, and they pulled out the pusher wire. First angiographic run immediately showed slow flow into the a1, the aneurysm not filling anymore, and flow disruption throughout the stent (similar to an endoleak). There was also a visible ¿white line¿ at the proximal end of the stent where the two layers meet. [] CT showed funnel-shaped clot formation similar to that of fish-mouthing. [Eptifibatide] was given to the patient. The patient was already on dapt []. The physicians attempted to cross the stent with the wire, and at one point the wire went into the aneurysm. Angiographic runs showed a contrast blush near the aneurysm, indicative of blood extravasation. The physicians were able to cross the stent with a [microcatheter] and decided to place [a non-mvi] stent, hoping to pin open the internal layer of the stent. The [non-mvi] stent was longer than the fred and was placed in the m1 down to past the proximal end of the fred. Further [] CT showed pin-hole like clot formation in the stent, as if the [non-mvi] stent did not open the channel for blood flow. []. We crossed the proximal end of the stent with a [balloon catheter] and inflated the balloon, which inflated well. We inflated the balloon in the proximal half of the stent. The ¿white line¿ remained during further angiographic runs. We crossed the stent again and coiled the aneurysm to protect it further prior to stopping antiplatelet therapy. Patient was transferred to ICU. The patient¿s family refused decompression surgery, and the patient will be transferred to palliative care.¿ as reported to microvention by foreign health authority: "patient had a serious harm due to disruption of two layers of stent- patient had a major stroke and raised icp and resulting in fatality afterwards. Deceased [] the patient was booked for flow diversion of the left pcom artery aneurysm. Patient was on dual antiplatelets (asa81 mg daily and clopidogrel 75 mg daily). The procedure was completed in 40 minutes and the deployment of fred device (microvention) was performed. The whole process was uneventful and there were no difficulties encountered during the deployment of the stent. However, after the deployment in the post procedure check runs, we could see the inner layer of the stent (fred stent) detached from the outer layer and causing obstruction. We immediately did the runs from the other side to look for cross circulation. We then performed multiple angiographic runs and vaso CT to look for any clot formation. However, we could clearly see that the inner layer of the stent was separated from the outer layer and was causing ongoing flow compromise. We started on bolus dose of eptifibatide and followed by the bolus dose we started the infusion. The dosage was calculated based on her body weight. After the eptifibatide infusion, the slowness of flow in left anterior cerebral artery improved and the flow was restored. Then we tried to salvage the ongoing device malfunction with the help of another stent. We used an [non-mvi] stent measuring 4.5 mm in diameter to go through the previously deployed fred stent and we tried to push the inner layer back towards the outer wall of the stent and reestablish the lumen patency. Thereafter we also did balloon angioplasty with the help of [a balloon catheter] to make sure that we tack up the inner layer of the stent to the outer wall of the stent which clearly now will separated into 2 layers. The angioplasty was performed and the flow runs were reasonably satisfactory although there was some slowness in the flow. There was also some contrast extravasation near the cavernous sinus during this process. We went on to coil the aneurysm to prevent any possibility of hemorrhage coming from aneurysm. Then we reversed the heparin with 30 mg of protamine but stopped the infusion of eptifibatide. She remained intubated and we took out all the catheters and took her for CT scan under same anesthesia. The CT scan showed contrast extravasation but minimal amount of hemorrhage. There was no major hydrocephalus and hence there was no need for evd. Thereafter we restarted the eptifibatide infusion and loaded her with ticagrelor 180 mg twice a day. During this period, she remained hemodynamically stable except for mild increase in blood pressure when there was an ongoing obstruction to the blood flow on the right side. Her pupils were reacting equally bilaterally throughout the procedure. The family was updated about the intraoperative events in details. She was then transferred to ICU where she remained hemodynamically stable. Her vitals were normal. In the evening she was showing signs of right sided hemiparesis and was moving her left side well. Then we repeated her CT angiogram in the evening which showed patency of the ica with flow in the left aca / mca. However, it looked suboptimal with early evidence of hypoattenuation in the left cerebral hemisphere suggestive of large stroke in evolution. There was no hearniation syndrome identified and there was no hydrocephalus. Contrast was seen in the brain but the dual energy scan showed mild increase in hemorrhage." We continued the course and we asked to repeat a scan early in the morning. The CT in morning showed similar picture. No herniation or hydrocepahlus was seen but there were signs of diffuse cerebral edema. We gave an option of decompression to the family and resident body and myself spoke to the patient. Due to the involvement of left sided hemisphere, and poor quality of life after, family declined any neurosurgical intervention. ICU care and medical management of raised icp was to be continued as before."

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been implanted. Imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Microvention objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported to microvention: ¿stent was deployed in an ica, with the distal end landing near the terminus and the proximal end landing shortly past the pcomm aneurysm. Stent was resheat[h]ed once to advance it more distal throughout the procedure. Upon deployment, the pusher wire was removed and an angiographic contrast run showed immediate slowdown of filling into the a1, as well as con[trast] stasis in the ica proximal to the stent. [A] CT showed a funnel shaped clot formation in the proximal end of the stent, right where the two layers meet. [Anti-clotting medication] was given. We crossed the fred with a [microcatheter] and placed [a non-mvi] stent in the fred. We then crossed the two stents with a [balloon catheter] and attempted to angioplasty the stents together. We noticed extravasation of blood, most likely from the aneurysm. [Anti-clotting medication] stopped and antithrombotic therapy reversed. Minimal improvement with blood flow throughout the stent. Patient was on [dual antiplatelet therapy]. Aneurysm ruptured. Patient later passed away.¿ additional information reported to microvention: ¿measurements: pcomm aneurysm approx. 5 mm in size, distal to the aneurysm: 3.7 mm, proximal: 4.0 mm. Length measured for device landing zone: 16 mm. The physician chose to use a fred device for this elective pcomm aneurysm treatment. He has experience with the device []. The device was first partially opened up in the m1 (the distal flared ends only), and was dragged down to the ica terminus. It was then unsheathed out with slight forward tension until the device was approx. 50% deployed. At this point, we determined that we needed more coverage distal to the aneurysm and so the physicians resheathed the device and advanced it 2-3 mm more distal and began deploying again. At approx. 80% deployed, we did an angiographic run and it looked well placed. The physician proceeded to unsheathe the remainder of the device and completely open it. It opened without issue, and they pulled out the pusher wire. First angiographic run immediately showed slow flow into the a1, the aneurysm not filling anymore, and flow disruption throughout the stent (similar to an endoleak). There was also a visible ¿white line¿ at the proximal end of the stent where the two layers meet. [] CT showed funnel-shaped clot formation similar to that of fish-mouthing. [Anti-clotting medication] was given to the patient. The patient was already on dapt []. The physicians attempted to cross the stent with the wire, and at one point the wire went into the aneurysm. Angiographic runs showed a contrast blush near the aneurysm, indicative of blood extravasation. The physicians were able to cross the stent with a [microcatheter], and decided to place [a non-mvi] stent, hoping to pin open the internal layer of the stent. The [non-mvi] stent was longer than the fred and was placed in the m1 down to past the proximal end of the fred. Further []CT showed pin-hole like clot formation in the stent, as if the [non-mvi] stent did not open the channel for blood flow.[]. We crossed the proximal end of the stent with a [balloon catheter] and inflated the balloon, which inflated well. We inflated the balloon in the proximal half of the stent. The ¿white line¿ remained during further angiographic runs. We crossed the stent again and coiled the aneurysm to protect it further prior to stopping antiplatelet therapy. Patient was transferred to ICU. The patient¿s family refused decompression surgery, and the patient will be transferred to palliative care.¿